Manufacturer narrative:
The device was returned for analysis. The reported stent break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent break as the return analysis visual inspection was unable to confirm a stent break. Material deformation of the stent was noted and may have been mistakenly identified as a stent break. Factors that could contribute to material deformation include, but are not limited to, interaction with accessory devices, interaction with difficult anatomy and product damage during handling by user. There was no damage noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified and moderately tortuous de novo lesion in the left anterior descending artery (lad). On advancement of the 2.75x18mm xience xpedition stent delivery system (sds), the stent fractured [broke]. Another unspecified xience xpedition stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported in the procedure. No additional information was provided.